Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after a patient code the pcu alarmed "communication error - check IV set." The patient was on the following vasopressors post 13 hour open heart surgery for a CABG (coronary artery bypass grafting): levophed, epinephrine, vasopressin, dobutamine and lactated ringer 0.9% nacl. The IV sets were removed after the incident by the customer, however all the units remained on. The customer is doing their own internal investigation first; they are primarily interested in the cause of the communication error. The patient ultimately expired. The customer did not allege or attribute any device malfunction to the patient¿s demise. Although requested, no further information or details of the event was received.

Manufacturer narrative:
The reported issue that the system alarmed communication error was confirmed. Inspection found pump module sn (B)(4) attached to the right iui on the pcu had a left iui connector with wear, contamination and corrosion present on the pins. The event log details recorded the system was experiencing communication issues between the pcu and pump modules attached at its right side. The pump module left iui connector age was over six years old. Functional testing showed no anomalies. Testing was unable to replicate the error event, which can be attributed to the inherent wiping action during connection and removal of the module, that most likely displaced the offending contaminate from the contact area. The root cause for the customer¿s reported experience is being attributed to found worn and contaminated left iui connector pins on the pump module that was attached to the right side of the pcu.

Event description:
It was reported that after a patient code the pcu alarmed "communication error - check IV set." The patient was on the following vasopressors post 13 hour open heart surgery for a CABG (coronary artery bypass grafting): levophed, epinephrine, vasopressin, dobutamine and lactated ringer 0.9%nacl. The IV sets were removed after the incident by the customer, however all the units remained on. The customer is doing their own internal investigation first; they are primarily interested in the cause of the communication error. The patient ultimately expired. The customer did not allege or attribute any device malfunction to the patient¿s demise. Although requested, no further information or details of the event was received.